Event description:
Dealer stated that facility reported that a rpa450-1 patient lift was being used to lift the resident out of the bed, attempted to turn to the left to maneuver away from the bed. At this point the resident's weight shifted and the lift went sideways, caused user to fall on to the floor and sustained a broken hip. The resident was taken to the hospital where he required surgery. The boom came to rest on his refrigerator and became bent. The legs of the lift are now uneven, one is off of the floor.